Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the right ventricular (rv) lead was removed to be repositioned, a separation was noted on the coil. The physician indicated that there had been some "stiff sites to pass" while the lead was being inserted. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.